Manufacturer narrative:
It was reported that no bubbles were observed in the sample or the reagent. The field service engineer successfully performed photomultiplier tube adjustments, a performance evaluation, a blank cell calibration, calibration, qc, mixer paddle alignment check and speed check. He cleaned the cell path, tubing, and sipper. The measuring cell was aligned with nylon thread and conditioned. He performed a white calibration. The customer verified the instrument was validated and operational. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin I stat results for two patients tested on a cobas e 411 analyzer. It was reported the calibration results were acceptable. It was reported the e 411 troponin results were reported outside the laboratory. The samples were also tested on a cobas 6000 e 601 module. For sample identifier (B)(6) , the patient's initial troponin result on the e 601 module was 0.100 ng/ml with a data flag. The patient's repeat troponin result on the e 411 analyzer was 0.334 ng/ml with a data flag. For sample identifier (B)(6) , the patient's initial troponin result on the e 411 analyzer was 0.443 ng/ml with a data flag. The patient's repeat troponin result on the e 601 module was 0.264 ng/ml. The customer determined the troponin results on the e 601 module were correct. The e 411 analyzer troponin reagent lot number was 57813601 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer checked the instrument alarms and noted there was a mixer failure close to the time the samples were measured. The mixer alignment and speed were checked. The measuring cell flow path was decontaminated, cleaned, and conditioned. The photomultiplier tube high voltage was verified. Performance testing, blank cell calibration, calibration, and controls were all ok. Medwatch fields a2, a3, b7, and d10 have been updated.

Manufacturer narrative:
The last calibration performed on 12-jul-2022 had signal recovery that was within expectations. It is unknown if controls measured prior to the event on 13-jul-2022 were within range. The sample centrifugation speed was lower than recommended by the tube manufacturer. Upon review of the alarm trace from 13-jul-2022, a mixer alarm was triggered twice. It is unlikely this alarm is linked to the event. Based on the provided information, a reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.